Event description:
Two discrepant pt results reported for calcium. Pt 1, initial result 2.7 mg/dl repeat gave 10.2 mg/dl. Initial results were not reported. The field svc rep determined an issue with the r1 reagent probe to be the cause and adjusted the probe. Performance tests performed which were within spec.

Event description:
Two discrepant pt results reported for calcium. Pt 2, female, initial result 6.6 mg/dl. Repeat gave 9.4 mg/dl. Initial results were not reported. The field svc rep determined an issue with the r1 reagent probe to be the cause and adjusted the probe. Performance tests performed which were within spec.